Manufacturer narrative:
Patient sample collection or method of analysis was not supplied by the customer. The customer did not supply any quality control (qc) data/charts for review. However, the customer did analyze qc after obtaining the erroneous results and all three levels of the qc failed with results in the 50-60 ng/ml range. A calibration curve and system check performed prior to the event both passed within specifications. The customer noted that while attempting to troubleshoot the issue they found that aspirate probe #2 was clogged and not aspirating. At the request of customer technical support (cts) the customer put on a clean new aspirate probe and performed another system check. This system check passed within instrument specifications. Service was not dispatched for this event as the issue was resolved via troubleshooting with cts. The failure mode is associated with the clogged aspirate probe.

Event description:
A customer contacted beckman coulter (bec) in regards to obtaining erroneously elevated troponin (accutni) results above the acute myocardial infarction (ami) cut-off for three (3) patients generated on the access 2 immunoassay analyzer. Subsequent testing of the patients¿ samples on an alternate access 2 analyzer produced lower results either within the normal reference range or within the risk stratification range. Additionally, the customer reanalyzed two of the patients' sample on the original access 2 analyzer after the issue was resolved and obtained results that corresponded with the other access 2 results obtained. The customer indicated that although the elevated results were released from the laboratory for the first two (2) patients the clinicians did not believe the results therefore there was no change to or impact to patient treatment in conjunction with this event. The elevated result for the third patient was never released from the laboratory as the customer suspected something was wrong after obtaining the first two elevated results. There was no death, injury, or affect to patient treatment associated with this event.